Manufacturer narrative:
The device was not recovered and will not be returned for evaluation. The patient's mother reported that her daughter was without any insulin therapy for approximately 24 hours. This interruption in insulin delivery would cause hyperglycemia and contribute to dka. No product lot number was reported; no qualification record review was possible. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "do not expose your pod to water at depths greater than 25 feet or for more than 60 minutes. Check often to make sure the pod and soft cannula are securely attached and in place. If the cannula is not properly inserted, hyperglycemia may result," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka), dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advised that "that easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient's mother reported that the device appears to have come completely off while her daughter was swimming. Neither the patient nor her mother was aware that they the device was missing for about a day. The patient was admitted to the ICU with diabetic ketoacidosis. No blood glucose readings were reported for the day leading up to the hospital admission.